Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to noise. There were no adverse patient side effects reported. The ICD was removed due to expected eri at the same time.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 15 cm distal to the is1 connector pin. A proximal and a distal lead fragment were returned. The cut edges of the two lead fragments did not fit together. Thus it is assumed that a small segment of lead body in between was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the distal lead fragment which can be considered as the root cause of the observed noise. In particular between 9 cm and 10 cm proximal to the lead tip the insulation was rubbed through due to constant friction against a feature of the heart or another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore cuts in the insulation were found which most likely occurred during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.